Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while filling the cartridge and customer pushed the syringe needle too hard causing it to bend. Customer changed the syringe needle and the cartridge was filled with insulin. There was no reported impact to customer's blood glucose.